Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 around 2:22am. The death was reported to be cardiac related and the patient was wearing the device. The patient was in the hospital at the time. It was reported that the patient was conscious when the device alarmed and that the nurses pressed the response buttons. Per review of the downloaded software flag and ECG data, the device first detected bradycardia at 01:56:10 am on (B)(6) 2018. The device entered a detection sequence several times beginning at 2:00:47. The ECG showed asystole with an intermittent cardiac activity with CPR artifact and return of a sinus rhythm at 90 bpm. At 02:07:09 the patient's rhythm was sinus bradycardia at 50 bpm and at 02:07:48 the device entered a treatment sequence due to CPR artifact. A treatment was delivered at 02:08:41 while the patient was in a sinus rhythm at 90 bpm with frequent pauses. The post-shock rhythm remained a sinus rhythm at 80 bpm with frequent pauses. At 02:10:48 the device re-entered a treatment sequence. The patient's rhythm was a sinus rhythm at 80 bpm with pvcs and frequent pauses. The belt was disconnect 6 seconds later and the patient did not receive a treatment during the treatment sequence. The patient subsequently passed away. There was no evidence in the flags that the response buttons were pressed during the event. The equipment evaluation indicated that the response buttons were fully functional.